Event description:
Procedure was performed in the sfa. The original procedure on the sfa occurred in 2008, however, in 2009, the physician reported stent fracture(s) in the patient and said it was an ev3 stent used. The physician then performed another procedure on this patient, placing a covered stent within the fractured stent.

Manufacturer narrative:
The causes of the fracture appears to be related to an elongation of the stent deployment.